Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports coughing and wheezing. Md seen. Received inhaler, prednisone & chest xray. Was told to stop using the soclean device.